Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted some of the clip slots were empty. The clip whip was disengaged. Functionally; when the trigger handle was cycled two clips advanced into the jaw. Please note the instructions for use (IFU) cautions as follows; failure to cycle device by fully squeezing the handle may result in clip malfunction and possible bleeding, and release or relaxation of pressure on the device handle during the clip closure sequence may result in malformed clips, or clips releasing from the jaws prematurely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the trigger handle is not cycled completely prior to attempting to load another clip causing the device to load two clips at the same time and or misfire. The double index condition may disengage the clip whip component. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy procedure, while the surgeon was attempting to fire, the device failed and a piece of the clip applier separated/broke off into patient cavity. This piece will also be returned for investigation. A new device was used to complete the case. The patient was alive with no injury.